Event description:
The event description according to the customer is as follows: device stops mid boot up and displays an error. The alarm sounds afterwards.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During start up the ventilator alarms without visible alarms or logging tfs in the event log (boot logo, stuck on loading). No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. If a ventilator fails to start up, it prevents the execution of mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The event description according to the customer is as follows: device stops mid boot up and displays an error. The alarm sounds afterwards.